Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the use of a non-baxter clamp with a baxter secondary IV set resulted in a tear in the set. It is unknown at what step of the process this occurred. It is unknown if there was patient involvement. Additional information was requested and is not available.